Event description:
The pt's current surgeon reported on 5/26/1998 that the pt's electrode array had not been inserted into the cochlea. The pt, who had tried to use the device for several years became a non-user. She is now interested in trying the implant again. Explantation/reimplantation surgery is scheduled for 6/20/1998.